Manufacturer narrative:
The investigation for the reported gi bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the gi bleed could not be determined. The instructions for use for the impella cp with smart assist in section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-h6 clinical code 4476, h6 component code 925 d4-corrected model number added- d6a/d6b. F6/f8 should have been left blank in the initial report. G1 corrected reporting contact email g1-manufacturing site fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to being hypotensive and began experiencing frequent runs of vt (ventricular tachycardia) . The patient developed a severe gi bleed so, the decision was made to remove the impella. Pump was removed after multiple pressors and inotropes were added. Reportable due to patient having a gi bleed and the impella was removed.